Event description:
We received a medwatch form ((B)(4)) that indicates that an intraocular lens event date was (B)(6) 2013 reporting model zcb00 (23.0 diopter). It was stated in the event description that the lens was noted to have a small defect (not further specified) so it was explanted and replaced with an identical size, zcb00 23.0 diopter. No further details were provided.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.